Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and showed err67, err127, and a screen recoverable error alarm within the investigation window. A functional was performed and passed all relevant testing. An internal visual inspection was performed and passed. Confirmation of the complaint was confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A root cause could not be determined.